Event description:
It was reported the filter did not expand in the vena cava. Neither the dome nor the arms/legs expanded. There was no clot in the cava. The filter was removed and another one was placed. There was no pt injury reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. One g2 jugular filter was received for evaluation. There was no delivery system returned with the filter. The filter appeared clean and fully formed. Heat was applied to the filter and the filter took shape. All arms, legs, and hooks were present and intact. All measurements were within specification. The result of the investigation are inconclusive as no delivery system was returned for evaluation. The root cause is unknown. It is unknown if pt or procedural issues contributed to the event.